Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot . Manufacturing location: monument, manufacturing date: 24-feb-2017, expiration date: 31-jan-2027, part number: 04.037.157s, 11mm/130 deg ti cann tfna 360mm/left- sterile, lot number: h303366 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l220182, part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h045967, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h228204, part number: 21127, timoagri16.00, bp80, lot number: h145473. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of trochanteric fixation nail advanced (tfna). The trochanteric fixation nail advanced (tfna) was broken, the sales consultant was called to assist with the removal and revision of the device. There was a non union on the postoperative event. There was no suggestion by anyone indicating that there was or maybe deficiency with the product. The device was explanted. Fragments were generated due to the broken device, the removal of the broken, damaged device or fragments was easily removed. There was no surgical delay. The procedure and patient outcome were successfully completed. Concomitant device reported: unknown lag screw (part # unknown, lot # unknown, quantity 1), unknown nail head (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11 mm/130 deg ti cann tfna 360 mm/left - sterile. This is report 1 of 1 for (B)(4).